Event description:
Customer reported reservoir was leaking at the o-rings.

Manufacturer narrative:
Inspected 3 random sealed reservoirs and performed manual prim and high pressure test. Inspected 12 opened reservoirs and performed manual prime and high pressure test, all reservoirs passed. However, one of the 12 reservoirs found with broken neck and reservoir will leak.